Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on august 03, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. Subsequently the patient was placed under general anaesthesia on (B)(6) 2017 and underwent skin revision surgery to excise skin during an abutment change.